Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer experienced unspecified high readings on the adc device compared to unspecified readings obtained on competitor brand meter. As a result, the customer experienced hypoglycemia symptoms and reported self-treating by drinking an energy drink. No further treatment was reported. There was no report of death, serious injury, or mistreatment associated with this event. Additionally, the customer received sensor scan results of 4.9 mmol/l compared to readings of 2.9 mmol/l respectively obtained on a and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.